Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an initial implant procedure it was discovered that the right ventricular lead and right atrial lead disclosed into the superior vena cava. Intermittent right ventricular capture and occasional right ventricular capture were observed. The leads were explanted and replaced. The patient was stable.